Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The erbe was further evaluated by the original equipment manufacturer (OEM) on (B)(6) 2024. The failure could not be reproduced. The erbe error listing showed m-0b. This error was usually associated with neutral accessories/or settings. During OEM investigation, the erbe was fully functional as intended after passing all the required and recommended tests. There was no fault found with the unit. During the precheck, bipolar cut was in the high range. A system calibration was performed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the erbe generator involved with this complaint to perform failure analysis. The unit was analyzed, and the reported failure could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. The customer report complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called the intuitive technical support engineer (tse) and stated that they had question marks on the erbe generator next to monopolar and bipolar. The tse was able to see that the instruments were engaged on the universal surgical manipulator (usm) . The tse suggested changing the instrument cables and the customer stated that they had tried 3 other cables. The tse recommended to power cycle the erbe, but there was no change. The tse suggested trying another cautery instrument, but site had tried different instruments already. The tse suggested to power cycle the system. The customer preferred to get another generator. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not reproduce the issue. Fse replaced the erbe in accordance with isi procedures as a precaution. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.